Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, however failed self test due to pump error 63. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin 6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Found pump error 63 variable 21 at event date 08/26/2021 at the time 15:39:34 in the history files. Moisture located on the motor assembly, pcb1 board and pcb 2 board. No pump error 35 during test or listed in formatted history files or detail trace. P-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, cracked overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damage, scratched case and corroded home switch. Confirmed critical pump error due moisture damage on electronic assemblies as per customer complaint. Audio anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 4.11c. Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on aug 28, 2021. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, however failed self test due to pump error 63. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Found pump error 63 variable 21 at event date 08/26/2021 at the time 15:39:34 in the history files. Moisture located on the motor assembly, pcb1 board and pcb 2 board. No pump error 35 during test or listed in formatted history files or detail trace. P-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, cracked overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damage, scratched case and corroded home switch. Not confirmed for critical pump error. Pump error 63 alarm variable 21 due moisture damage on electronic assemblies. Audio anomaly not confirmed. Pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (component code, type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the second follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: no critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, however failed self test due to pump error 63. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Found pump error 63 variable 21 at event date 08/26/2021 at the time 15:39:34 in the history files. Moisture located on the motor assembly, pcb1 board and pcb 2 board. No pump error 35 during test or listed in formatted history files or detail trace. P-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, cracked overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damage, scratched case and corroded home switch. Not confirmed for critical pump error. Pump error 63 alarm variable 21 due moisture damage on electronic assemblies. Audio anomaly not confirmed. Pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error alarm. Customer stated that insulin pump was beeping and showed image with book and arrow. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.